Event description:
Pt admitted 39 1/2 weeks gestation for c-section, epidural anesthesia planned. Difficulty in threading epidural catheter after one attempt. While removing catheter from pt's back, catheter sheared and tip broke off into pt's back. Unable to retrieve piece of catheter. Pt informed of incident.